Event description:
During a stenting procedure, the hub of the stent delivery system cracked when it was being inserted into the inflation device.

Manufacturer narrative:
This product is not sold in the united states; however, it is similar to a product that is sold in the united states. The product is available for evaluation but has not yet been received. Additional information will be submitted within thirty days upon receipt.